Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker reached premature elective replacement indicator on (B)(6) 2018. There was no past history of therapies or pacing. The patient was reported to be doing good. No intervention was performed.